Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead system exhibited a high, out of range, pacing lead impedance measurement of more than 2,000 ohms. Loss of capture with less than two seconds of asystole was also noted. Subsequently, the lead was surgically abandoned and was replaced. Additional information was received that the same out of range impedance measurement was observed when the lead was tested with pacing system analyzer (psa). The device was checked and no defect was noted. No other adverse patient effects were reported. This lead was surgically abandoned and is no longer in service. The pacemaker remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.